Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. Visual inspection of the console in danvers revealed missing (broken) disk detect flag. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller failed to recognize a purge cassette disc during setup of the device. A new console was used without any issues. No patient was involved.